Manufacturer narrative:
DHR review was performed on lot number 8024568; the lot number was built on afa line 10 from (B)(6) 2018 thru (B)(6) 2018. Packaged on packaging line 9 from (B)(6) 2018 thru (B)(6) 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. Received one used iag bc 24 g catheter/adapter assembly from the lot number 8024568; which was attached to an extension set. Observed there was approximately 7mm tubing protruding from the nose of the adapter. The area of separation at the catheter tubing had rough, very uneven edges. Indeterminate: although the defect catheter defective/damaged was confirmed. There was no physical or mechanical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported with the use of the bd insyte autoguard bc shielded IV catheter there was an issue with catheter cut when patient removed it themselves. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with catheter cut when patient removed it themselves. There was no report of injury or medical intervention.